Manufacturer narrative:
The device was received fully deployed. Corrosion was visible from the top housing and on pcb. Upon pod opening, corrosion was seen on linkage assembly, hard cannula, mechanism rails, cam finger, catch beam and all three batteries. Fluid path test was conducted and fluid was observed above the o-ring indicating that there is an inadequate sealing between o-ring and inner walls of reservoir. This resulted in the fluid to divert from its path and contribute to reported failure to deliver insulin. The observed corrosion was due to fluid deposition. Multiple attempts to download the device failed: by activating the fill sensors & hook switch cups; by providing external power supply to the bottom battery and middle battery ; by providing external power supply to the pcb. The exact cause of data loss could not be determined.

Event description:
It was reported the patients blood glucose level read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.